Event description:
It was reported that this right atrial (ra) lead appears to exhibit a conductor fracture due to high pacing impedance out of range of 3000 ohms. The lead remains in service. No adverse patient effects were reported.